Event description:
It was reported, the pt underwent re-do aortic valve replacement after ten yrs due to an ascending aortic aneurysm and an aneurysm of the sinus of valsalva. During the explant procedure, a tee showed that one of the leaflets was not moving very well. The ascending aortic aneurysm and adhesions were removed and there was thrombus around the valve. The valve was removed, the aortic root was excised, and a 25 mm sjm valved conduit was implanted. A bentall procedure with re-implantation of both coronaries was performed. Tee revealed a normal functioning valve and the pt left the operation room in critical, but stable condition.